Event description:
Previously submitted documentation on (B)(6) 2006 regarding a resident sent to the ER to evaluate due to complaint of back pain. No fractures or injury found. Was being transferred by hoyer lift with two person assistance when hoyer tipped over and patient fell to floor on right side hitting head on floor. No open wounds. Complaint of lower back pain. This was not a hoyer lift issue. The lift did not malfunction. The user did not unlock the wheels. This is an amendment to earlier report.